Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 540 mg/dl, which was treated with a bolus delivery and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported of having issues with no delivery and cannula being bent with ten infusion sets. After troubleshooting, caller was advised that reservoir and infusion sets would be replaced.